Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they had no idea what led to the implant turning off. There were no further complications reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that 2006 their implant had turned off. They were able to call their healthcare provider (hcp) who spoke to the manufacturer representative (rep) and helped the patient turn the implant back on. There were no further complications reported as a result of this event. The indications for use were gastric stimulation.